Event description:
It was reported the customer received a blank display while attempting to deliver a bolus. The customer also reported receiving a low reservoir, but they had 19 units of insulin remaining. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 131 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being shipped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.